Event description:
This is filed for incomplete coaptation requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional tricuspid regurgitation (tr) with a grade of 4. The tricuspid valve had 4 leaflets and a septal hugger. A clip was advanced, with a challenging trajectory and visualization. Grasping was difficult, several grasping attempts were made, there was difficulty capturing on some attempts. The clip (20104r173) was implanted on the septal-posterior segment. There was an immediate single leaflet device attachment (slda), the clip detached from the septal leaflet. A second clip was implanted on the posterior-posterior segment to stabilize the slda clip. A third clip was implanted between the first and second clip, stabilizing the slda clip. There were 3 clips total implanted reducing the tr to 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip g4 system instructions for use (IFU) states: "the mitraclip g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ since the mitraclip device was implanted on a tricuspid valve, this is considered as an off-label use of the device which appears to have contributed to the reported issues. Based on the information reviewed, the reported off-label use was due to the user performing the mitraclip procedure on the tricuspid valve. The reported incomplete coaptation (single leaflet device attachment (slda)), poor image resolution, difficult or delayed positioning to the anatomy, difficulty grasping the leaflets, and difficulty to capturing the leaflets appear to be related to procedural circumstance due to the off-label use. The reported unexpected medical intervention (additional mitraclip/triclip same procedure) was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.